Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, external inspection found minor scratches on the cover. It was also noted that when the adapter was inserted and removed, occasionally the rem indicator would quickly flash from red to green back to red. This should not occur; the rem indicator should remain red until the correct impedance is seen. Traced issue down to a fault in the rem circuitry on the rf board. Unit will need the rf board replaced. There was no patient involvement.

Manufacturer narrative:
Investigation summary one device was returned for evaluation. From the provided information, it is unknown if the device has or has not been used in the treatment or diagnosis of a patient. The returned sample did not meet specification as received by the manufacturer. External inspection found minor scratches on the cover. The service center reported that when the adapter was inserted and removed, occasionally the rem indicator would quickly flash from red to green back to red. The investigation isolated the failure to the rf board, but a root cause was not identified. The probable root cause could not be determined based on the information provided. The rf board was replaced to address the condition. If information is provided in the future, a supplemental report will be issued.